Event description:
My skin inflamed and burned; I ordered a uv lamp from (B)(6) I don't think this is meant for dry skin that is as severe as eczema. It was a very bad break out of extremely sensitive, cracked, areas where skin had ripped from the intense dryness and location being on the inside of my elbow where my skin is prone to extra stress, and began as a 2 inch diameter patch. After this product, it became inflamed and burned when applied. The patch is now spread to 4 inches and down to another part of my arm. I don't think this product should be used for any type of eczema related skin issue. FDA restricts this lamp to sell without the order of a physician. Its 510k number is k132643 which clearly shows that this is a prescription (rx) medical device. FDA safety report ID# (B)(4).